Event description:
The manufacturer received information alleging a ventilator was alarming for a high priority alarm condition. There was no harm or injury reported. The device was returned to a third-party service center for evaluation and the customer's complaint was confirmed. The device's motor blower and machine flow sensor need to be replaced to address the issue. Additionally, during the evaluation contamination was observed in the muffler, particulate filter and air foam inlet filter. These components will be replaced to address the issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.